Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed shock impedance of greater than 200 ohms. The patient was seen for a procedure where the device was explanted and replaced. There were no adverse patient effects reported.